Event description:
Information was received indicating that during testing of this smiths medical cadd legacy 1 pump, the pump failed accuracy by -7.2%. No patient injury reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's problem was not duplicated. Run three accuracy tests, and the pump was found to be within manufacturing specifications. No actions for the issue. Based on the evidence, the complaint was not confirmed, and no fault was found.